Event description:
It was reported that the modular cable was severely damaged. The healthcare provider was currently investigation extrinsic outflow graft obstruction (eogo) as well. However, due to the current clinical status of the patient, the surgical correction would be moved to a later date. The modular cable would be exchanged when the eogo correction procedure was being performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the modular cable could not be confirmed as no photos were provided and the product was discarded. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.

Event description:
The damage did not breach the armor layer of the mod cable, and the eogo was surgically released. The patient was stable.